Event description:
It was reported that there was oversensing and high impedance greater than 3000 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Further alleged that the patient suffered physical injury, including but not limited to repeated and unnecessary high-voltage shocks of electricity through the chest and suffered physical and other injuries, and the lead was defective and suffered physical and emotional injuries, including but not necessarily limited to death, emergency and additional surgeries to remove or replace the defective leads, unnecessary shocking, additional medical monitoring, and various physical manifestations of extreme emotional distress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; partial lead in segments returned for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; partial lead in segments returned for analysis. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.